Event description:
On 9th december, 2021 getinge became aware of an issue with surgical lights - powerled. The corrosion has built up on the screws and the rusty liquid was detected under the cover of spring arm. Moreover the paint chipping occurred what was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any liquid or rust or paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with surgical lights - powerled. Some corrosion has built up on the screws and some rusty liquid was detected under the cover of the spring arm. Moreover, some paint chipping occurred, which was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any liquid or rust or paint particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to rusty liquid detected, paint chipping and rust occurring on the surface, which contributed to the event. Provided information indicate that upon the event occurrence the device was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of rust occurrence is low, the failure ratio of leakage is very low and the failure ration of paint chipping is moderate. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manuals or IFU), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.